Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Why is there a qty of two the event description does not reflect difficulty with two devices, it speaks of one? If two did the same difficulty occur with each electrode? Please always indicate a lot number or note lot as unknown? If you have the lot for the two devices (B)(4) please provide or indicate unknown? It was reported that the (B)(4) was connected to the handpiece and when doctor inserted electrode through the resectoscope the loop electrode fell off and onto the floor. Provide the following: did this occur with both electrodes you are reporting? Did the tip of the electrode (s) break off of the electrode or did the electrode disconnect from the handpiece and fall out of the handpiece connection? If the electrode disconnected from the handpiece and fell out of the handpiece did the electrode hit the floor and break? Was there any patient contact. Did the electrode enter the cavity of the patient? If the tip of the electrode (s) broke off from the actual electorde itself are all pieces accounted for and will the devices be returned with the tips for evaluation? Will the electrode (s) be returned with all pieces including the tips so device can be completely evaluated?

Event description:
It was reported that the patient underwent an endometrial resection procedure on (B)(6)2017 and the electrosurgical device was used. The patient was prepped and routine procedural steps were followed. A resectosope inserted through cervix into the uterus and the fluid system was opened. The electrosurgical device was connected to the hand-switch. When the doctor tried to insert the device through the resectoscope, the loop of the electrosurgical device fell off onto the floor. Another device was opened to complete the procedure with success. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). The electrode has not been returned in its original packaging, however the blister lid was returned with the device, confirming the correct device details. The device shows electrode having become detached at the distal portion of the insulating ceramics. The missing section of the active loop has not been returned with the complaint. One arm show greater signs of activation and the opposing arm displaying more reflective fracture-type face. The connector plug seems to be undamaged. Functional and electrical test not conducted due to device condition. The active tip of the device shows minimal signs of activation, particularly on one arm of the returned electrode. The opposing arm on the returned electrode display fracture face indicating signs of a mechanical fracture. From the investigation it is not possible with the information provided to determine what has caused the fracture to occur however based on the evidence available the failure suggests potential user error / misuse. The likely cause of the failure is excessive force exerted on to the tip during use, and/or as a result of the tip angle being changed numerous times causing the failure.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.